Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of a cracked overlay screen and it was replaced. Analysis also noted that the fan was intermittently noisy, the electrocardiogram connector on the link electronic module (lem) board was loose and there was a cracked latch on the power cord bay. All found defective parts were replaced and additionally the lem was calibrated. (B)(4).

Event description:
It was reported that the programmer had a cracked screen. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement. There was no patient involvement.